Event description:
On (B)(6) 2013, it was reported that the patient experienced elevated blood glucose levels as high as 440 mg/dl. The patient was not successful in correcting the elevated levels via the infusion device and thinks the device delivers too low an amount of insulin. The patient stated that the piton rod in the device may be blocked, but the device did not display e6 (mechanical error) or e4 (occlusion error). The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
Due to the high friction of the drive unit the telescope may blocked and the pump correctly triggered the e6 error messages.